Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to duplicate and verify the reported issue. The cause of the reported issue was due to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle. Due to a part obsolescence, the device cannot be repaired. The device was retained by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.